Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: as no device was returned, visual/microscopic inspection was unable to be performed. Functional/performance evaluation: as no device was returned, functional/performance evaluation was unable to be performed. No medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the treatment site was heavily calcified. Therefore it is possible that patient factors contributed to the rupture. However, the definitive root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: warnings: to reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Use of the ultraverse 014 and ultraverse 018 pta balloon dilatation catheters: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention: vessel dissection, perforation, rupture, or spasm. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty the alleged pta balloon burst and reportedly a dissection of the left femoral artery occurred. The health care provider reportedly covered the dissection with a stent graft. The hcp further reported that sufficient blood flow was noted to the artery post procedure.

Manufacturer narrative:
This event was reported via medwatch # 180044-199-2015-0005. No device, no medical records and no medical images have been made available to the MFR. As the lot number for the device was provided, a review of the device history records is being performed. The investigation of the reported event is underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.